Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced unexplained high blood glucose levels. Her blood glucose level was 599 mg/dl. Customer's blood glucose level was so high, the insulin pump was not registering it. The tube may have been clogged. She treated her blood glucose level with the insulin pump. The customer had a kidney transplant and was experiencing high blood glucose levels. She was taking steroids. The device was not returned.